Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that rep followed up with the patient.  The patient claimed that his stimulator turned itself off when he stepped in a hole. Patient had to retrieve his controller to turn his stimulator back on.  Patient also complained that his stimulator was taking too long to charge.  Rep checked his recharge frequency, and it seemed normal.  Patient was charging daily, but that was consistent with his settings.  Technical services was contacted and they had no explanation for why the stimulator turned off.  Rep did not witness the event.  The patient has not experienced a repeat of this action. The patients weight at the time of the event is estimated to be around (B)(6). The cause of high impedances has not been fully determined but is believed to be due to the age of the leads.  The patient's leads/extension system is almost 20 years old. The actions to correct high impedance have been to recommend lead replacement for the patient. Rep has no further information about why the stimulator turned itself off. The information has been provided to the physician and the rep is awaiting the decision on a lead revision. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the implantable neurostimulator (ins) turned off by itself a couple of times recently. The first time was when they stepped on a stick and twisted their body a certain way. They no longer felt stimulation and the device was off. The patient insisted that the ins physically turned off and was at 0v. The patient had very high settings at 20 ma, 40 hz, and 400 pulse-width. Electrode programming was set to 0 ,2,3 and 7 on the left and 8, 9, 10 and 15 on the right. The 0 and 6 electrodes were elevated and suspected to be out of range. The patient needed to charge about twice a day due to their higher settings. It was discussed that it could be the ins was not turned on post discharge but per the patient the ins turned off when it was at 40% charge. The approximate dates of these occurrences was 8 am friday (B)(6) 2019 and twice on (B)(6) 2019 with one of them at 9:30 am. No further complications were reported.

Event description:
Additional information was received from a patient representative. The reason for call was 2 or 3 weeks after ins surgery the pts leads broke and its getting to be a struggle. When the pt charges the ins it barley keeps charge for it only last half a day before they have to recharge the ins. The charge would only last 5 or 6 hours and charging the ins can takes hours to charge back up. The therapy was not covering as much either (pt said some coverage areas does not have much coverage anymore for they thought the leads were broke). Patient services emailed local field representatives.

Manufacturer narrative:
Continuation of d10: product ID 3778-60, serial# (B)(6), implanted: (B)(6) 2010, product type lead. Product ID 3778-60, serial# (B)(6), implanted: (B)(6) 2010, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on march 17, 2022. A representative of the patient reported the patient could tell that at least one of their leads was broken or not working sometime soon after implant. Two weeks after implant, the pt informed the doctor, but the doctor told them they would not do anything to fix the leads. It was noted the patient had chronic pain.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.